Manufacturer narrative:
Investigation evolution: due to the condition of the returned device (clip deployed) we were unable to conduct an open and close test. The clip has been deployed and was included in the return. The deployed clip was in an open position. During testing the device was advanced into the accessory channel of a pentax colonoscope (2.8mm channel) which was placed in a simulated lower gastrointestinal position. The tip of the endoscope was retroflexed to simulate worst case scenario. The hook end of the drive wire was observed extending and retracting as intended. A visual examination of the drive wire hook, cath attach, deployed clip and coil cath (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product (clip deployed) said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. However, the area representative indicated he observed the device was being used incorrectly. The description of event states: "the device was introduced through a scope and would not respond as it should. Customer explained it as it was rolled up/ looped up/ uncoiled and would not function. This meaning it would not open/close, release- no function at all. According to this verbiage, the clip did not release or prematurely deploy. However when the device was received, the clip was detached from the catheter. It is not known at what point the clip became detached from the catheter. The instructions for use state: "verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use state: "endoscope must remain as straight as possible when inserting or withdrawing device." The instructions for use state: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope. Caution: holding handle spool during advancement may prematurely deploy clip." The instructions for state: "when satisfied with clip position, close clip onto tissue by using slight pressure on handle spool, until tactile resistance is felt. Note: ensure clip is pressed firmly against target site for maximum tissue capture. Caution: do not continue to pull handle spool beyond tactile resistance until ready to deploy clip; otherwise clip may not reopen." Failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment however, even if the clip is not deployed, damage can occur to internal device components such as the driver legs. Once this damage occurs, the clip is in a partially deployed state and may not be able to be opened/reopened. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used cook instinct endoscopic hemoclip a for gastrointestinal bleed. The device was introduced through a endoscope and would not respond as it should. The customer explained it as it was rolled up/ looped up/ uncoiled and would not function. This meaning it would not open/close, release- no function at all. This device was removed and a second used with the same results. The physician completed the procedure with a competitors device. The nurse demonstrated to the district manager how they operate the device and he noted it was being used incorrectly. Therefore the district manager is working on a time with the customer for today or tomorrow to do an in-service. There was no reportable information at this time. During the device evaluation on 2/14/17, it was observed that the one (1) clip that was returned deployed in the open position. When asked how the clip prematurely deployed in the open position, the following additional information was received on 2/17/16 from the cook area representative: details from staff member was vague. But I found out that a staff member was coiling the instinct clip so the device would not touch the floor. A second instinct clip was used in the same incorrect operation. That one deployed fine. I followed up with staff and in serviced them again.